Manufacturer narrative:
The investigation determined the issue was due to insufficient operator maintenance. The issue was resolved by the service actions. General reagent issues were excluded.

Event description:
There was an allegation of questionable crep (creatinine) gen.2 results from the cobas 6000 c501 module. Patient a initial result was 993 umol/l. The repeat results using an aliquot of the sample were 69 umol/l and 68 umol/l. Patient b initial result was 667 umol/l and the repeat result was 61 umol/l. The questionable results were not reported outside of the laboratory. On (B)(6) 2023, the customer had additional questionable results. Patient a initial result was 346 umol/l. The repeat results using an aliquot of the sample were 68 umol/l and 55 umol/l. Patient b initial result was 163 umol/l. The repeat results using an aliquot of the sample were 60 umol/l and 61 umol/l. Patient c initial result was 167 umol/l. The repeat results using an aliquot of the sample were 101 umol/l and 102 umol/l. For these samples, it was requested but not known if the questionable result was reported outside of the laboratory. The reagent lot number was 65487901 with an expiration date of 31-may-2023.

Manufacturer narrative:
The calibration and qc data were acceptable. The field service engineer manually cleaned the sample probe where he found a gel-like substance in the sample probe. He performed air purges and sample probe washes. The investigation is ongoing. H3 other text.